Manufacturer narrative:
Omit : a090103 - no audible prompt / feedback (2282), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available and g0600101 - alarm, audible. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was air bubble in the patient side tubing, but the pump did not alarm. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was air bubble in the patient side tubing, but the pump did not alarm. There was patient involvement but no harm.